Manufacturer narrative:
Patient identifier is (B)(6). Exact date of symptom onset (pain) is unknown. Additional product codes for this report include hwc. (B)(4). The original implant procedure was performed on an unknown date less than one (1) year ago. Per facility, the complainant parts were discarded and no longer available for evaluation. The investigation could not be completed; no conclusion could be drawn as no product was received. Device history record review: manufacturing location: (B)(4). Manufacturing date: july 28, 2015, expiration date: june 30, 2024. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no other issues during the manufacture of the product that would contribute to this complaint condition. The sterility documentation was reviewed and determined to be conforming. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a right hip hardware explant surgery was performed on (B)(6) 2016 after patient reports of pain. During the revision, all hardware was successfully removed intact. The patient had completely healed, so no new hardware was implanted. The surgery was completed with no patient harm or surgical delay. This report is 1 of 3 for com-(B)(4).

Manufacturer narrative:
Code added to this field to reflect the device history record, whose results were reported on the initial report. Corrected data: the expiration date (june 30, 2024) was entered into the (other) field in error. The date has been entered into the correct box on this supplemental. The UDI number (B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.